Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-61-improper use / mishandled by end user. Note: customer was unwilling to answer any more questions. Customer called initially on (B)(6) 2019 and disconnected the call. A follow up call was made today (4/12/2019) to assist customer once he was not upset. Customer disconnected the call again and did not want to answer any more questions. Customer states he will just buy from another company and disconnected the call. Customer declined replacement.

Event description:
Consumer reported complaint for pen needles. Customer states that he was bruising on leg caused by needle not puncturing properly through skin (9 spots). The customer did report spots on his leg due to needle not puncturing skin. Medical attention is not reported. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed and open date is undisclosed.